Event description:
It was reported that the customer pulled the ventilator off the shelf to use nd the turbine did not spin. Itis unk if the ventilator had an audible alarm when the reported problem occurred.

Manufacturer narrative:
Na